Manufacturer narrative:
(B)(4). Date of event: event year only reported: 2022. Batch #: x95v6r. Additional information was requested and the following was obtained: what was the indication for surgery? Sleeve gastrectomy for obesity. How was the post-op bleeding identified? Symptoms and CT. How was the post-op bleeding addressed? Drugs and blood transfusion. Was the site of the post-op bleeding identified? Unknown. How many days postoperative was the bleeding identified? 1. What was the total estimated blood loss (ml)? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Both. Were there any issues with staple formation throughout the procedure at the site of the bleed? No. What is the current patient status? Discharged. Could you please provide a time of event between the initial surgery and reoperation? No re operation needed. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? Has the doubt. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 24 hours after the sleeve gastrectomy the patient was complicated and the surgeon has to analyze if surgery is necessary again. The patient experienced bleeding, anemia, fever, and pain. A blood transfusion and CT were required.